Event description:
It was reported that the health care professional (hcp) requested a review of a stored atrial tachy response (atr) and a ventricular episode for this pacemaker. Technical services (ts) provided a review stating that it is hard to tell if it is supraventricular tachycardia (svt) or a ventricular tachycardia (vt) episode as it stated in the ventricle with a premature ventricular contraction (pvc). Both stored episodes are the same events. Ts noted that it is physician discretion to determine if it is svt or vt. This pacemaker remains in service. No adverse patient effects were reported.